Event description:
Additional information received reports that the patient's issues have resolved.

Manufacturer narrative:
It was reported that the patient's procedure was abandoned due to a decline in sensory and motor response during the procedure. The patient regained function following the procedure but remains hospitalized. The issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's procedure was abandoned due to a decline in sensory and motor response during the procedure. The patient regained function following the procedure but remains hospitalized.